Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance related to the product. The product was replaced and released for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including a surgical lead, on (B)(6) 2010. It was reported that the pt complained of abdominal pain when the stimulation was on or off. The physician planned to revise the lead location, but intraoperative, he decided to explant and replace the lead with a different model surgical lead. The pt reported effective stimulation postoperative. The physician stated that the abdominal pain was likely related to the original placement of the lead too far off midline. No further issues were reported.